Manufacturer narrative:
The insulin pump had a compromised force sensor system error alarm during the basic occlusion test due to moisture damage on the force sensor resistor. The history anomaly was unable to be confirmed due to compromised force sensor system alarm. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case near the display window corners and cracked display window.

Event description:
Customer reported via phone call compromised force sensor system alarm and history anomaly on the insulin pump. Customer's blood glucose level was 149 mg/dl. Troubleshooting for the compromised force sensor system error alarm was performed. Customer advised that during the manual prime process three drops of insulin squirted out. Customer could not recall any significant events leading to the alarm message. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.